Event description:
A malfunction was reported on the pump, with a specific malfunction code displayed. There was no impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue recurred, which the caller acknowledged and understood.